Event description:
The pt's device was explanted due to infection. No additional details were provided. The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.